Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was alarming. The device's flow sensor assembly was replaced due to physical damage.